Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that tubing was separated from the male luer. During analysis the tubing was noted to have a brilliant layer, evidence of solvent application. The reported problem was verified. The cause of the condition was determined to be machine misalignment during assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set appeared damaged. When the device was removed from the package, the end piece of the IV tubing broke off. There was no patient involvement. No additional information is available.